Event description:
The patient underwent a paravaginal suspension with anterior mesh and a partial excision of mesh on (B)(6) 2009. She experienced erosion of the transvaginal mesh and underwent another surgical excision on 03/31/2010. No additional information was provided.

Manufacturer narrative:
It was reported that the patient presented with vaginal mesh erosion. The patient underwent cystoscopy and vaginal mesh excision on (B)(6) 2013. No additional information was provided at this time. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00238. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00238. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and a bladder hernia caused by heavy lifting. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00238. The same patient is represented in each medwatch.